Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing direction of flow label" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing direction of flow label. The direction of flow labels required to be replaced to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was found with missing direction of flow label in the biomedical service department. There was no patient involvement. No additional information is available.